Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient tests her blood glucose 4 times a day. She tests before meals and at bedtime. The patient manages her diabetes with sliding-scale novolog insulin based on her meter readings. The patient indicated that the alleged issue started on (B) (6), 2010, at 11:30 am. At that time, the patient reportedly obtained a pre-lunch meter reading of "191 mg/dl". The patient's normal pre-lunch meter readings are typically less than "150 mg/dl," based on the "191 mg/dl" meter reading, the patient took 30 units of sliding-scale novolog insulin and then ate lunch as usual. While driving a car at around 4:00 pm, the patient claimed that she developed symptoms of feeling hot, sweaty, and having difficulty with her memory and concentrating. The patient pulled her car over to the side of the road. The next thing the patient remembers was that she was in an ambulance being transported to a hospital. The hospital reportedly tested the patient's blood glucose on an ER/hospital meter and got a reading of around "51 or 59 mg/dl." The patient was treated by the hospital with glucose gel and an IV (unknown contents). She was released from the hospital 4 hours later. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia and received glucose gel treatment from a hospital after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.